Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump has an event of dso (downstream occlusion) seal open - lifting upward and rusty coil during pre-test. Open dso seal would allow fluid to ingress where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was no patient involvement, and no harm.